Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician experienced difficultly forming two ruby coils (7x40 and 8x25) due to high blood flow. Both coils were removed for a later use in the procedure; however one of the coils (7x40) would not pull back completely into the sheath. The physician was able to use a pod8 successfully. As the physician attempted to reload one of the previous coils (8x25), the physician decided not to use it due to the blood and stickiness. Another ruby coil (20x60) was used; however, would not load into the px slim delivery microcatheter. The microcatheter was checked for kinks, was flushed, and a guide wire was passed through it; however, no issue was noted. The procedure continued using different ruby coils through the same microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00860.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.